Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump occlusion jammed. An alternate device was employed for the procedure. There was no reported adverse consequences to a patient as a result of this event.